Event description:
On 06/25/2008, the distributor reported that upon receipt, it was identified that the screw disassembled. This malfunction has been resulted in an adverse event in the past.

Manufacturer narrative:
Event not occur in surgery. Request has been made to obtain the product. Evaluation is pending upon the return of the product. See scanned page.